Manufacturer narrative:
G4: 19nov2020, b4: 20nov2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the power management printed circuit board assembly (pm pcba) will need replacement. The fse replaced the pm pcba to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device had a proximal pressure sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.